Event description:
It was reported that during a laparoscopic gastric roux-en-y procedure, the device produced inconsistent staple formation. There was no pt consequence reported. Or time was extended.